Manufacturer narrative:
Per the instructions for use, pleural effusion is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), and the transcatheter aortic valve replacement (tavr) procedure. The most common etiologies for pleural effusions are congestive heart failure, pneumonia, autoimmune disease, and pulmonary embolism. Since a pleural effusion is a manifestation of another illness, the risk factors are those of the underlying disease. However, some common factors that increase the risk of pleural effusion include heart attack, recent heart or lung surgery, pericarditis, cancer, and certain medications. In this case, during the assessment and treatment of the large pleural effusion a tension pneumothorax developed which most likely caused the pea arrest. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated device serial number and device expiration date. Updated device manufacture date.

Event description:
It was reported by the edwards territory manager that approximately six days post tavr the patient passed away. Further information noted that the patient presented to a local hospital ER, complaining of acute shortness of breath. A chest x-ray was performed and revealed a large pleural based opacification in the left hemithorax with a secondary mass effect deviating the mediastinal structures to the right. It was noted that the loculated left pleural effusion was a possible post procedural complication / hemorrhage. The attending physician prepared a chest tube. Reportedly during the preparation of the chest tube the patient had a sudden pea arrest. The chest tube was placed and the physician noted a massive pneumothorax and 1300ml of frank blood returned. Despite resuscitation efforts including CPR and intubation, the patient¿s pulse did not return and the patient expired. It was reported that no autopsy was performed.